Manufacturer narrative:
B2 outcomes attributed to adverse event, initial report inadvertently did not select disability or permanent damage when infection was reported. H6 health effect, initial report inadvertently did not code f1205 when infection was coded.

Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
It was reported that during the postoperative period following implantation, the patient developed an infection at the surgical site, which was treated with antibiotics. According to the patient¿s mother, the patient initially experienced a cessation of focal seizures after the implant; however, he is now having frequent ¿nerve crises¿ characterized by agitation and flailing movements. During follow-up, the physician indicated that it is believed the patient is having a high frequency of seizures. The cause of infection is due to vns surgery. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.